Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil failed to detach and was removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The hospital disposed of the device. (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.